Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a hole in it. The following information was provided by the initial reporter:hole found in the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 15-aug-2022. There were multiple potential lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22045089 d.4. Medical device expiration date: 01-apr-2025 h.4. Device manufacture date: 01-apr-2022. D.4. Medical device lot #: 22045090 d.4. Medical device expiration date: 01-apr-2025 h.4. Device manufacture date: 01-apr-2022. D.4. Medical device lot #: 22036543 d.4. Medical device expiration date: 31-mar-2025 h.4. Device manufacture date: 31-mar-2022. D.4. Medical device lot #: 22045381 d.4. Medical device expiration date: 02-apr-2025 h.4. Device manufacture date: 02-apr-2022. D.4. Medical device lot #: 22045749 d.4. Medical device expiration date: 12-apr-2025 h.4. Device manufacture date: 12-apr-2022. D.4. Medical device lot #: 22045750 d.4. Medical device expiration date: 13-apr-2025 h.4. Device manufacture date: 13-apr-2022. H.6. Investigation summary: a complaint of a customer finding a hole in the tubing was received. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A small hole was seen on the tubing at the end of the pumping segment. The lot for this complaint is unknown, however potential lots were determined using the smartsite ids. A device history record review for model 2420-0007 lot number 22045089 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 01apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22045090 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 01apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22036543 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22045381 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 02apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22045749 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22045750 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the defect is an error in loading the pump. If the pump is not loaded from the top down it can create tears in the tubing like the one seen on this set. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a hole in it. The following information was provided by the initial reporter: hole found in the tubing.